Event description:
An office manager reports that the surgeon was dissatisfied with the outcome of one patient, both eyes, following bilateral lasik surgery. This report is for the right eye, the left eye is being reported under manufacturer's report # 300328808-2009-0005. Surgeon stated at 3 days post-op the eye experienced corneal haze and ucva of 20/70, however, the surgeon stated the patient was not harmed or injured. Additional information has been requested.

Manufacturer narrative:
Three days following the event, the territory manager (tm) was onsite and conducted a complete, successful system verification to specifications. No problems or issues were found with the device. The tm reviewed the log file for the surgery on the left eye of this patient and the treatment was completed without any interruptions or messages, the energy and voltage were good throughout the treatment and the eye tracked values were well within tolerance. A review of the complaint database revealed no other complaints of this type for the last 12 months. (B) (4). (B) (4). (B) (4).